Event description:
Covidien received information stating that an ht70 ventilator experienced a frozen and blue display following powering the device on. There was no reported pt involvement.

Manufacturer narrative:
The covidien technical support assisted the user facility with troubleshooting the reported issue via phone. The user facility was advised to perform a hard shut down. Upon re-booting the unit, the touch screen was observed to be frozen and the features could not be accessed. The reported issue was unable to be duplicated during the failure investigation however the device was found to have a low coin battery and outdated software. The software was updated to the current revision. (B)(4).